Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device with a 14fr sheath after an endovascular aortic repair. Reportedly, the device was flushed with heparinized saline solution prior to placement. The device positioned; however, no pulsatile blood flow was observed. The device was rotated slightly to achieve better position; however, no blood flow was observed. The device was removed and the lumen was noticed to be clogged. A second prostar xl device was used; however, the knot did not perform and surgical intervention was done to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. Reportedly, a femoral angiogram was not taken prior to the procedure. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions per prostar instructions for use, perform a femoral angiogram to verify the location of the puncture site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other prostar device referenced was filed under a separate medwatch manufacturer report.